Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead will be extracted due to infection. The patient was scheduled for explant. Additional information indicates that the lead was explanted. No additional adverse patient effects were reported.